Event description:
It was reported that during a port placement procedure via the right internal jugular vein, the catheter was allegedly found to be irregularly twisted and could not be straightened properly. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device is not returned for evaluation. One photo was provided and reviewed. Multiple kinks were noted throughout the catheter tubing. No other visual anomalies were noted. Manufacturing site evaluation states that multiple folds were observed throughout the catheter body and the rest of the components did not appear to be affected. Therefore, the investigation is confirmed for the identified deformation due to compressive stress. However, the investigation is inconclusive for the reported device damaged prior to use as the exact circumstances at the time of the reported event is unknown. The investigation is unconfirmed for the reported material deformation as specific kinks were identified throughout the catheter. The root cause was determined to be manufacturing related issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein, the catheter was allegedly found to be irregularly twisted and could not be straightened properly. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. Multiple kinks were noted thorough out the catheter. Therefore, the investigation is confirmed for the identified catheter deformation due to compressive stress. However, the investigation is inconclusive for the reported device damage prior to use issue as provided evidence are not sufficient to confirm the issue. The investigation is unconfirmed for the reported material deformation as specific kinks were identified throughout the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein, the catheter was allegedly found to be irregularly twisted and could not be straightened properly. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein, the catheter was allegedly found to be irregularly twisted and could not be straightened properly. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.